Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right atrial lead and associated extender were part of a revision procedure. This procedure was to revise the location of the patient's device system from abdominal implant following the completion of radiation therapy. The revision procedure was prolonged when a stuck setscrew of the ICD could not initially be loosened, and the physician subsequently experienced a cut from a wrench that bent while attempting to loosen the setscrew. The extender on this ra lead was eventually partially taken apart and removed. The other extender in the system associated with the right ventricular lead was removed without issue. Beyond the prolonged time in surgery for the patient, there were no other reported adverse patient effects.

Manufacturer narrative:
The re-positioned ra and rv leads were then inserted into the ICD. When the boston scientific local area sales representative tested this ra lead, he noticed that there was noise present and pace impedance was greater than 2000 ohms. This ra lead was then taken back out. The physician had noticed prior to removing this ra lead when looking at the device header, that the is-1 terminal pin appeared bent. The physician then used a hemostat to bend this ra lead back into proper shape, and re-insert this lead. Lead measurements were then all within normal limits, the same as pre-procedure. No defibrillation thresholds (dft) testing was done. It was confirmed that there was no pacemaker inhibition, the patient was not dependent, and there was no inappropriate therapy. The boson scientific local area sales representative obtained the screwdriver and pieces of both extenders and will be sending them back to boston scientific.